Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bleeding near the front electrodes and on the patient's upper back and reported the patient had known metal allergies. The patient's mother reported the irritation was oozing a liquid. There was no alleged device malfunction contributing to the irritation. The patient's mother applied neosporin to the area. The patient was intubated, and the device was removed by the ER. The patient returned the equipment and the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bleeding near the front electrodes and on the patient's upper back and reported the patient had known metal allergies. The patient's mother reported the irritation was oozing a liquid. There was no alleged device malfunction contributing to the irritation. The patient's mother applied neosporin to the area. The patient was intubated, and the device was removed by the ER. The patient returned the equipment and the irritation improved.